Manufacturer narrative:
Device evaluation summary: during analysis of the sample was found ruptured. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, breast mass and ptosis. (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor's psr exemption #e2007003.

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent a breast augmentation procedure with mentor memorygel breast implants 200cc and experienced bilateral ptosis, rupture on the right side and a right -sided periorbital mass post-operational. As a result, the patient underwent bilateral device removal on (B)(6) 2019. This report is for the right side.